Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that there was a bad load cell on the bed and the scale was inaccurate. No pt involvement or adverse consequences are reported.